Manufacturer narrative:
This follow-up report is being submitted to relay additional information.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Lot identification is necessary for review of device history records, lot identification was not provided. The reported products were reviewed for compatibility with no issues noted. Review of complaint history identified additional similar complaints for the reported item. However, as the lot number is unknown, an additional review could not be performed. Medical records were provided and reviewed by a health care professional. Review of the available records confirmed revision for fracture. The implants were sent to pathology and were not available to be returned for investigation. A definitive root cause cannot be determined. No corrective actions, preventive actions, or field actions resulted after investigation of this event. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
This follow-up report is being submitted to relay additional information.

Manufacturer narrative:
(B)(4). The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001032347-2021-00010. Concomitant medical products ribfix blu system 12 hole pre-bent plate, part# 76-2602, lot# ni, zimmer biomet. Ribfix blu system screw, self-drilling, cancellous x-drive locking 2.4 x 10mm, part# 76-2410, lot# ni, zimmer biomet. Dynagraft ii, part# 02-2000-050, lot# 161227, isotis orthobiologics. Initial reporter occupation ¿ patient.

Event description:
It was reported a patient underwent a revision to remove a rib plate two years following implantation due to plate fracture and pain. Two years ago, the patient was implanted with a rib plate during an open reduction and internal fixation of a rib fracture with non-union on the left 11th rib. The patient experienced constant pain following implantation. The surgeon discovered the plate was fractured and removed the plate and rib bone. The patient now describes his condition as great. No additional patient consequences have been reported.